Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to no image appearing. The distal end plastic cover had sharp scratches and dents on forceps opening, the bending section cover glue was lifted and sharp, the bending section charged coupled device¿s shrink tube had a cut, and the insertion tube had multiple dents and was squashed. Additionally, the insertion tube insulation required a 0.8 mohm upgrade, the scope connector eto valve was loose, the electrical continuity test failed 5.76 kohm, and low angulation was present. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii bronchovideoscope, there was a b30 scope communication error. The issue was found at preparation for use and there was no patient harm reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: according to the customer, the issue caused a 20 minute procedural delay, and the therapeutic procedure was completed with a similar device. There was no patient harm. E3: updated reporter occupation to biomedical engineering. This report is also being supplemented to provide additional information based on the legal manufacturer's investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since the event was not reproduced, a definitive root cause cannot be defined. However, it is likely the event occurred temporarily due to the influence of moisture that entered the scope connector due to the following, and a temporary continuity abnormality occurred in the scope connector internal board. A) stress applied to open venting connector accidentally while the device was under water. B) foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. C) water invaded leak test air tube by breakage/misconnection of the tube, breakage of packing at reprocessor/the tube, or the like during using reprocessor. The invaded water entered scope connector during leakage test. D) immersed the device in fluid for reprocessing while sterilization cap was attached. E) connector cap of leakage tester was attached to wet venting connector. F) leakage tester was attached/detached while the device was under water. The event can be detected/prevented by following the instructions for use which state: 1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device. The following field was corrected: g2: report source - foreign/other - canada.

Event description:
The customer reported that the issue caused a 20 minute procedural delay, and the therapeutic procedure was completed with a similar device. There was no patient harm.